Event description:
The customer reported that the staff allege that the monitor failed to alarm during a pt desaturation event. The staffs medical engineers have checked the monitor and can find no fault. The customer stated that no pt injury occurred.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.